Manufacturer narrative:
Updated data: b4,e1 (email),e2,e3,g2,g3,g6,g7,h2,h10,h11 corrected data: b5,b6,b7,d10,h6(impact code).

Event description:
It was reported that prior to use the cs300 intra- aortic balloon pump (iabp) units screen is bad. When the unit turns on it only shows lines on the screen. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: d1, d4.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) unit and was able to observe the reported issue. The fse determined that the display needed to be replaced. To fix the issue, the fse replaced the 10.4" display w/ rtv bead and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It has been reported that the cs300 intra- aortic balloon pump (iabp) unit has a bad screen. When the unit turns on it only shows lines on the screen. No patient harm, serious injury or adverse event was reported.